Event description:
During follow up for an unrelated event, the peritoneal dialysis registered nurse (pdrn) reported the continuous cycling peritoneal dialysis (ccpd) patient had been hospitalized and diagnosed with peritonitis. According to the pdrn, the cause of the peritonitis was a break in aseptic technique. The pdrn is not aware of any leaks during the cycler treatment and a search of the complaint info system confirms this. The device was not returned to the manufacturer and the patient continues on ccpd.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data info regarding the reported hospitalization and peritonitis diagnosis. A supplemental medwatch report will be submitted upon completion of the investigation.